Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the screen is blank. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer replaced the motor controller board and the power management board to address the reported problem. Root cause: this problem was caused by shorted components at u36, q1, q2, and d5 which was caused by electrolyte leaking from c15(lot code: 658-0839). Cleaning the electrolyte from the mc board, replacing u36(lot code: m9ab), and replacing d5(lot code 83) corrected the failure. Cleaning the electrolyte from q1 and q2 corrected the short at these components. This customer returned power management (pm) board was tested with no failures identified.